Event description:
It was reported that the patient experienced difficulty inflating an inflatable penile prosthesis (ipp) leading to the patient expressing frustration. A surgical procedure was scheduled for (B)(6) 2020.